Event description:
The customer reported that the device would not detect the therapy cable. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not detect the therapy cable. There was no report of pt impact or involvement. The device was evaluated at philips and the reported symptom could not be reproduced. We could not determine the cause because the symptom could not be reproduced.